Event description:
The customer reported that insulin was squirting out during the prime process. The caller stated that she changed the infusion set twice and the insulin kept squirting out the insulin. The customer released the activate button, but the numbers did not show on the screen of the device. The blood glucose reading at time of call was 384mg/dl, and she has contacted her doctor for the treatment plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device received with missing end cap sticker.